Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000084786.

Event description:
Related manufacturer number: 3006705815-2022-16569. It was reported the patient underwent a surgical procedure wherein the ipg and one lead was explanted for unknown reason. No additional information available. The investigation did not determine which lead was explanted.